Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that drawer 2.2 controller board was not responsive. A field service engineer (fse) replaced the drawer controller board and tightened all hardware, including securing loose latch assembly screws and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary (B)(6) cubie was not detected on the bus. The customer attempted multiple reboots with no resolution. It was noted that the 2x2 cubies were being detected, while the 2x1 cubies were not reading. Additionally, remote smart service (rss) indicated the device was offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.